Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was intended to be used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was presence of calcium in the vicinity of the puncture site. The device was prepped and stored according to the instructions for use (IFU). The device was opened in a sterile field. The physician was being trained on using the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and the sealant remained in its manufactured position, fully covered by the sealant sleeves. Additionally, the sheath used in the procedure was not returned with the device for this evaluation; however, the syringe used was observed attached to the unit with the stopcock in the open position. During this unaided eye evaluation, no abnormal conditions were observed. Per functional analysis, a balloon inflation/deflation evaluation was executed, where it was observed that a pinhole was present in the balloon of the evaluated unit. This resulted in a leak that could be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pinhole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, as this issue was found during preparation of the device, handling factors during prep are likely, especially since the physician was being trained on using the device. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was intended to be used in an interventional peripheral procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The device was prepped and stored according to the instructions for use (IFU) . The device was opened in a sterile field. The physician was being trained on using the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.